Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. Product was returned for evaluation. There was a kink found near the inflow cage of the pump. The root cause of the low pump flow issue was a kinked cannula. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was received from the customer and the investigation is ongoing. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. No unloading from pump; suspicion of thrombus; patient on ecmella therapy. Patient stable.